Event description:
It was reported that interference/noise was noted when the patient raised his arm. A lead fracture was also noted upon x-ray. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.